Manufacturer narrative:
Updated data: b4, g3, g6,b5, h1, h2, h11. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). Correction: g2 (report source) h6: health effect ¿ impact codes, d5, e1(initial rep name & email). E2, e3, e4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed battery voltage reporting issue. A power supply was replaced and did not solve the issue. The previous power supply was damaged during removal and could not be reinstalled. The issue was then narrowed down to chip on front end board and it was replaced. A full function and calibration check was performed and they could not duplicate errors after repairs. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported during pm that the cs300 intra-aortic balloon pump (iabp) needed a power supply replacement. There was no patient involved and no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, cs300 intra-aortic balloon pump (iabp) had battery voltage issue.